Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua18) (max take-up revolution exceeded) and fault 16 (timeout moving to take-up position) error messages. The customer was unable to clear the error messages and performed manual CPR. Per reporter, the lifeband tightened to the point compressions would normally begin, then it just releases and the platform displays with either ua18 and fault code 16 error messages. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4)) displayed user advisory (ua)18 (max take-up revolution exceeded) was confirmed during functional testing and based on the review of the archive data. The root cause of the ua18 advisory message was the defective load cell modules, likely attributed to mishandling such as a drop or a defective component. The secondary reported complaint of the autopulse platform displayed a fault code 16 (timeout moving to take-up position) error message was confirmed based on the review of the archive data but was not confirmed during functional testing. The fault code 16 error message could not be replicated during functional testing, and the probable cause could not be determined. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple ua18 and ua16 errors on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua18 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. A load cell characterization test was performed and confirmed that load cell modules were defectives and were replaced to remedy the fault. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).